Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery won't hold a charge. The unit shuts down as soon as it's unplugged was unconfirmed as the reported issue could not be reproduced during evaluation. The sr8 was received with no physical damage noted. The sr8 was fully charged and discharged two times and each time the sr8 ran on battery power for around two hours and thirty minutes before powering down. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery won't hold a charge. The unit shuts down as soon as it's unplugged.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, battery won't hold a charge. The unit shuts down as soon as it's unplugged.